Event description:
It has been reported to philips that the system the system would not boot. It stuck at 0:00. The system was in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) coronary procedure which was completed by using another room. A philips field service engineer (fse) went onsite and confirmed the reported problem. Troubleshooting found that a corrupted os (operating system) was preventing the host pc from booting properly. To resolve the reported issue, the fse reloaded the ghost image on the host pc and tested the performance, the system was returned to use in good working order. The codes were updated based on the investigation outcome.